Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed and replaced lens with another model lens with no pt injury.

Manufacturer narrative:
Results: (other) - a visual inspection of the returned product shows that half of the lens optic is torn off and missing. One haptic is torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.